Event description:
It was reported that"24 dec 2023, the doctor checked the appearance of the tracheal tube was intact, placed the tracheal tube 23cm, inflated the airbag connected to the ventilator, the patient's blood oxygen saturation went back up to 98%. About 7 hours later, the ventilator continued to alarm that the exhaled tidal volume was too low, the patient's oxygen saturation decreased, and the nurse checked the patient's endotracheal tube and found that there was insufficient balloon pressure, and it was suspected that the balloon was leaking. The nurse checked the patient's endotracheal tube and found that the airbag pressure was insufficient, and a leak was suspected." It is unknown what the saturation level was. The patient was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.